Event description:
It was reported that during a lap appendectomy procedure, it was alleged the device did not have a load in it when it was removed from the package. The tech and the surgeon fired the device without a cartridge. This resulted in cut and no stapling. The device was loaded and the procedure was completed. The pt is fine.

Manufacturer narrative:
Date sent: 11/9/2007. The analysis results found that the device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was completed and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications. The mfg records were reviewed and no anomalies were found during the mfg process.